Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity) and a guidewire. During the procedure, the physician was unable to advance the guidewire through the velocity; therefore, the velocity was removed. It was also reported that the velocity had been flushed on the back table prior to advancing the guidewire. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.